Manufacturer narrative:
(B)(4). The opt842 interface is used to deliver humidified oxygen to patients. The opt842 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: one complaint nasal interface was returned and was visually inspected. Results: the inspection revealed a tear on one side of the nasal cannula. The clips on either side of the cannula were returned taped. After the tape was removed no damage was found to the clips. One side the headgear was fixed to the cannula clip with a knot. Conclusion: as the cannula had been used we are unable to determine if the operator failed to reject the cannula during visual inspection of the cannula or if it was damaged during use. No fault was found with the headgear. The problems the customer experienced were likely due to overtightening of the headstrap. Following this complaint a fisher & paykel healthcare representative contacted the hospital and suggested they make sure to utilise the lanyard and bedding clip and to release any undue pressure on the elastic headstrap. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt842 contain the following warning: do not crush or stretch tube.

Event description:
A hospital in (B)(6) reported that the prongs were detaching from the central clip anchor of the opt842 nasal cannula and that this happened on multiple devices. The patient was a post-operative abdominal surgery patient recovering in the ICU. No patient consequence was reported.